Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had motor error alarm as well as off no power alarm. Customer¿s blood glucose was 108 mg/dl at the time of incident. Customer stated that the insulin pump was able to rewind. Insulin pump passed displacement test. Drive support cap was normal. Customer stated that the insulin pump did not received low battery alert prior to off no power alarm. The insulin pump will not be returned for analysis.